Event description:
It was reported that during capture testing, the pulse generator exhibited an electrocardiogram anomaly. No intervention was performed and the patient would be monitored. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.